Event description:
The device was used during an appendectomy. Reportedly, the instrument did not fire and was difficult to close. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.